Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during drain 1 of 3 . The baxter technical representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on to se 2367, cycle power off and on to "press go to start" prompt. The tsr explained the alarms and the hp stated that no leaks found. The hp did not disconnect that night. The spare line clamp was closed off. The hp will call the registered nurse(rn). The tsr explained to discard all supplies and to report alarms to the peritoneal dialysis registered nurse (pd rn) the next morning. The hp will finish therapy manually. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.